Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported they had to stop aligner treatment due to gum inflammation. They followed up with their dentist, who confirmed that they had gum damage and that the upper aligners were not fitting properly. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.